Manufacturer narrative:
Device was inspected and the spindle was cracked. No cause for the crack was determined.

Event description:
Dr indicated burs keep coming out of high-speed handpiece during dental procedures.